Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
On (B)(6) 2025, a perceval plus valve pvf-s was implanted in a patient. After de-clamped, pvl was noted. The valve was explanted and replaced with epic valve 19mm instead. No further information is available at this time.

Manufacturer narrative:
This report is the duplicate for the report submitted through esg new system on 2 may 2025 with core ID: (B)(4).